Manufacturer narrative:
Based on the initial information received the incident is evaluated as reportable, since patient died, and the device is alleged malfunctioning. According to customer, malfunction of the device did not cause death of patient, but they were unable to confirm if malfunction did contribute to patient outcome. Please note, causal relationship has not been established: there is not enough data provided by the hospital to establish whether or not the device contributed to a death. Patient was already intubated with et tube; it is not clear why airway was lost during tracheostomy procedure. Airway will not be lost due to lack of visualization if an et tube is already in place. Patient did not die during procedure but passed away later on.

Event description:
During a tracheostomy procedure, picture of the aview monitor was processing slow and glare of picture was experienced. Airway was lost three times during surgical procedure and procedure had to be "stop" several times due to not being able to see. According to customer, patient safety was compromised. Patient was later removed to another hospital and passed away there. According to customer, malfunction of the device did not cause death of patient, but they were unable to confirm if malfunction did contribute to patient outcome.